Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states there was out of the box failure. After the pump is plugged in and turned on, it starts running on its own without even stepping on the foot pedal. The only way to stop it from running is to turn the dial all the way down, or power it off.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.